Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. Upon explant, a cylinder hole and a tubing fracture on the pump component were noted. There were no further patient complications.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.